Event description:
Per the clinic, the device was explanted due to unknown reason (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the date of awareness(g3) in initial MDR submitted on july 15, 2025, was filed inadvertently. The correct date of awareness of an explant was on (B)(6) 2025, not (B)(6) 2025. Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). The surgeon reported that the recipient's surgical incision reopened postoperatively without signs of infection. The incision was described as having "burst open," consistent with wound dehiscence.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the incision site, leaking from the implant site and an extrusion, exposing the receiver/stimulator (specific date not reported).